Manufacturer narrative:
The customer reported that the device displayed a shock equipment and charge equipment errors, and had therapy runtime errors in the device error log. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device displayed a shock equipment and charge equipment errors, and had therapy runtime errors in the device error log.